Event description:
Received a defective CPAP mask (fisher and paykel eson small, ref (B)(4)). The silicone was not adhered to two of the three sides leading to significant air leakage during use. I attempted to address my concerns with the manufacturer ((B)(4)) who said they would need the complaint to come from the provider not consumer and my provider ((B)(6)) said that a complaint was not warranted and device should be tossed.